Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed the "contact your ivtm service representative if the problem persists" message. The customer turned off and restarted the thermogard system 4 times, but the issue persisted. Another thermogard system was used to continue the treatment without a delay. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed an error message was confirmed during the functional testing and the event log review. Based on the event log review and functional testing, the error that had occurred during the reported event was tcmid:02 (ce danfoss error). The root cause of the error was a defective danfoss module, wire harness-pic16, and wire harness-ce. The event log review indicated the occurrence of tcmid:02 error, confirming the reported complaint. The thermogard system failed functional testing due to tcmid:02 displayed upon powering on, confirming the reported complaint. The danfoss module, wire harness-pic16, and wire harness-ce need to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
During service and subsequent testing, the tcmid:02 error message was not reproduced, and the thermogard system passed testing without error. Since the error was not reproduced during service, the customer has declined to replace the danfoss module and wire harness. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues.